Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The system to battery interconnect board cable was replaced as a precaution. The device was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.